Event description:
It was reported that during a low anterior resection procedure, the product did not make a staple line on the right side of the cut line. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.